Event description:
It was reported that the right ventricular (rv) lead triggered audible alerts for high undefined out of range (oor) rv defibrillation impedance and a lead integrity alert (lia) for high rate non-sustained episodes and pacing impedance variation, and elevated sensing integrity counter (sic) and oversensing were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: etbf2516c166e stent graft implanted: (B)(6) 2015; etlw1616c93e stent graft implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.